Manufacturer narrative:
(B)(4). Additional information received (B)(6) 2015, according to the reporter, the lot number was not available. A leak test was performed during the initial surgery. No reinforcement material was used. During the reoperation the findings seemed as though there was an issue with the patient tissue and not the stapler.

Manufacturer narrative:
(B)(4). Add'l info received: 01/15/2016.

Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the patient underwent diverticulectomy for chronic diverticulitis on (B)(6). The patient came back to the hospital on the 25th because the full staple line completely fell apart. The patient underwent a re-operation with tissue resection and a colostomy. The device was discarded. The patient is coming back in four weeks.